Manufacturer narrative:
The device is available for investigation- it has not been received. Additional contact: (B)(6).

Event description:
The event involved a 128" (325 cm) appx 9.3 ml, transfer set w/microclave® clear, dual check valve, smallbore bifuse ext set w/microclave® clear (green ring), 0.2 micron filter, rotating luer where the customer reported that the bifuse 0.2 micron filter was found leaking. The set replaced and within 1 hour the bifuse 0.2-micron filter on the new set was found leaking. No excessive pressure was used to prime the set. Set replaced and both sets retained. There was patient involvement and no adverse events reported. This is the second of two events.

Manufacturer narrative:
D9: date returned to mfg on 12/13/2023. Received one of the two used. List #mc33332, 128" (325 cm) appx 9.3 ml, transfer set w/microclave® clear, dual check valve, smallbore bifuse ext set w/microclave® clear (green ring), 0.2 micron filter, rotating luer; lot #13715949. The inlet filter vents of the used mc33332 transfer sets were confirmed to leak during functional testing. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.